Manufacturer narrative:
Updated the main component of the system. Other relevant device(s) are: product ID: etlw1624c82ee, serial/lot #: (B)(4), ubd: 2020-12-03, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: unknown, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft system was in a patient for the endovascular treatment of a 24mm abdominal aortic aneurysm. Eight heli-fx endoanchors were also deployed during the procedure due to concern for late failure. It was reported that a follow up ultrasound five weeks after the index procedure showed a type iiia endoleak at the junction of the bifurcated stent graft and the right iliac stent graft limb and the aneurysm diameter was 48mm. A secondary procedure was carried out and an aortogram was carried out and an iliac stent graft limb implanted to resolve the event. The investigator assessed the event as probably related to the index procedure. No additional clinical sequelae were reported, and the patient is fine.